Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. Analysis was unable to perform the unexpected restart error test due to motor error alarm. No unexpected pump resetting during testing. The insulin pump had a cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 173 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.